Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had unexpected alarm. The customer's blood glucose was 60 mg/dl. The insulin pump error was occurred during normal use after inserting a new battery. There was several pump error alarms during normal use. Drive support cap was not appeared to be damaged. There was crack on the battery compartment and display. The insulin pump will be returned for analysis.